Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the vessel and inflated the occlusion balloon to occlude the vessel. The physician inserted the pre-dilatation balloon catheter and performed dilatation on the vessel. The physician attempted to remove the dilatation balloon catheter and felt some resistance. The physician then noticed that the occlusion balloon wire became separated; however the occlusion balloon remained inflated. The physician then used the method reference in the instruction for use and cut the occlusion balloon wire and successfully deflated the occlusion balloon. The device was removed and replaced with another to complete the case. The actual device used during the case will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and therefore a review of the device history record will be performed. Device discarded - not returned for evaluation.